Event description:
It was reported the pump was functioning for "a while" when suddenly it alarmed "pump working on battery". The green control light was off. The user changed the power source, however, the pump still worked on battery. The user changed the power cord without success. The main power was switched off and on three times when the pump turned back on and ran for about 20 minutes. After which, the pump ceased to run again. Technical field services was called. The pt is "doing fine without the pump's support." There were no reported pt complications.

Manufacturer narrative:
At this time, it is unclear if a part will be returned to the MFR for evaluation. More info was requested in reference to this event. A DHR re-review was conducted without findings. A follow-up report will be filed if more info becomes available.